Event description:
Surgeon reported a perceived increase in post-op infections following spinal surgery. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.